Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency and caused the implant date, model/serial of the electrode, and last office interrogation date to be lost. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that a review of latitude found question marks in several fields on the summary report, including implant date, model/serial of the electrode, and last office interrogation date. A request was made for technical services to review the data in the remote monitoring system. No adverse patient effects were reported. Engineering review of the device data confirmed a benign memory corruption in the area that is used to record patient and physician information. This issue does not affect device operation. The patient details will need to be re-entered.